Manufacturer narrative:
Serial number is n/a because issue is not serial number specific. Fa-am-dec2022-285 was issued on december, 9 2022 as a field correction letter/ urgent field safety notice to notify customers that an assessment of their alinity m system(s) will be completed. If necessary, an abbott representative will schedule time to correct the affected adu(s) on their alinity m system(s). Field action was reported per 21 cfr806 to us FDA via 3005248192-12/09/22-007-c on december 9, 2022 and therefore is also reportable under 21cfr 803. Malfunction is associated with a major severity. Action is recommended to be reported as an fsca (field safety corrective action). The following mdrs were also submitted in association with fa-am-dec2022-285: 3005248192-2022-01220, 3005248192-2022-01222, 3005248192-2022-01224, 3005248192-2022-01225, 3005248192-2022-01226, 3005248192-2022-01227, 3005248192-2022-01228, 3005248192-2022-01229, 3005248192-2022-01230, 3005248192-2022-01231, 3005248192-2022-01232, 3005248192-2022-01233, 3005248192-2022-01234, 3005248192-2022-01235, 3005248192-2022-01236, 3005248192-2022-01237, 3005248192-2022-01238.

Event description:
MDR 3005248192-2022-00738 was submitted on july 26, 2022 to report that the investigation identified a product deficiency for the alinity m system ((B)(4)) due to the instrument was manufactured with an incorrect optical calibration on adu4 and, as a result, was out of configuration. Expanded bracketing was identified as an outcome of the associated supplier corrective action request (scar). The original bracketing assumed a single event while the expanded bracketing used new criteria that identified additionally impacted units, including a new failure mode; therefore this additional MDR will be submitted to address this expanded bracketing. Impact on product functionality for all marketed alinity m assays must be considered where the optical calibration is suspect, since the dropped dye rv could be any of the 6 dye colours and replaced with a dye rv of any of the other 5 dye type colours. As the resulting optical cross talk correction could incorrectly add or remove dye signal from the impacted dye channel, this could lead to the resulting assay signal being boosted up or suppressed leading to a potential false positive, false negative result or misquantitation (high or low). The result could be also invalidated due to assay data reduction validity checks. Additionally, a dye rv with unexpected fluorescence signal rv may cause a similar incorrect optical cross talk correction based on what optical channel the unexpected fluorescence signal is detected.